Event description:
During patient use, the alarm silence led intermittently blinked on and off. The patient was ambu bagged and switched to another ventilator. No permanent injury was reported in this case.

Manufacturer narrative:
Although requested, additional patient information was not provided.